Event description:
I use dexcom g6 continuous glucose monitor. I replaced my sensor per instructions and the sensor failed immediately. I called the company and was told to just start another one. This happened in a row over the course of 12 hours. Nobody at dexcom was able to solve the issue; they were only willing to send a new sensor to replace each lost one. All sensors were from the same lot number. I want dexcom to pull this batch of sensors before someone is injured. Hypoglycemia. FDA safety report ID # (B)(4).